Manufacturer narrative:
The production records were reviewed and it was determined the device met specifications with all restraints at the time of shipping. The device was also evaluated in the field and the issue was confirmed; however, no cause was established as to why the restraints were missing. The restraints were replaced and the device was returned to service.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inadequate patient restraint. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inadequate patient restraint. There was no patient involvement.